Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the pump black box revealed a cs 064 alarm. The cs alarm was duplicated during investigation. The pump was opened and the motor was not working properly. The motor drive was found to be frozen due to lead screw contamination on the ball seal. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.